Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The iesu was returned for failure analysis. The reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Multiple c-00 errors were found in the error log.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the erbe generator had errors, and the monopolar energy was not working. The caller stated that errors c-30 and c-00 were present, stating that activation had been interrupted. The caller restarted the generator multiple times, with no change. The intuitive technical support engineer (tse) walked the caller through a hard reset of the erbe by disconnecting all of the cables for 2 minutes, reconnecting the rcb cable, and power cycling the vision side cart (vsc), with no change. The customer located a backup force triad generator and activation cable. The tse walked the caller through getting it connected. The backup generator was working normally and the customer resumed the procedure as planned. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: that system functionality was checked upon powering on the system. The system initially powered on with no errors. The reported errors occurred at the beginning of the case. A backup generator was used to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.